Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50 x 38 synergy drug-eluting stent was advanced, but failed to cross the lesion. After several attempts of advancing, the stent got lifted. The procedure was completed with another of the same device. There were no patient complications reported.